Manufacturer narrative:
The reporter's meter with serial number (B)(6) was provided for investigation and was tested using retention strips and controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.5 inr; qc 2: 5.3 inr; qc 3: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for one patient tested with two coaguchek xs meters compared to an unknown laboratory method. The result from the meter with serial number (B)(4) at 9:00 am was 4.2 inr. The result from the meter with serial number (B)(4) at 9:00 am was 4.0 inr. The laboratory result at the same time was 2.8 inr. The results were reported to the doctor. The laboratory result was deemed correct. The therapeutic range is 2.0 to 3.0 inr. The test strip lot number used for (B)(4) is 53224317 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The meters and test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."

Manufacturer narrative:
The reporter's meter (B)(6) and test strip lot 53224317 were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr .the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The result of 4.2 inr from the meter with serial number (B)(6) was observed in the meter's patient result memory with a date of (B)(6) 2022 and time of 9:37 p.m. The investigation did not identify a product problem. The cause of the event could not be determined. Medwatch fields d9 and h3 have been updated.